Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Device not available.

Event description:
It was reported by a company representative that the product with a ref number 2101 0200 was broken during surgery. The backup product was used instead of broken one during surgery.

Event description:
It was reported by a company representative that "the product with a ref number 2101 0200 was broken during surgery. The backup product was used instead of broken one during surgery.

Manufacturer narrative:
An event regarding crack/fracture involving a cutting edge impactor was reported. The event was confirmed through analysis of the returned product. Method & results: product evaluation and results: the universal impactor striker plate and handle fractured in overload and eds showed that the striker plate and shaft were consistent with a 17-4 ph stainless steel alloy. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. Clinician review: no medical records were received for review with a clinical consultant product history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this reported lot. Conclusion: the investigation concluded that: the universal impactor striker plate and handle fractured in overload and eds showed that the striker plate and shaft were consistent with a 17-4 ph stainless steel alloy. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. No further investigation for this event is required at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.